Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jun-2018 with the following findings: during investigation, there was evidence of a short battery life illustrated with sudden voltage drops leading to a cs 177 warning. There were multiple cs 128 alarms. The battery compartment was found to be cracked from the threads down to the case seal. The returned battery cap was undamaged and able to fit. There was evidence of moisture corrosion observed in the battery canister. A leak test failed due to battery compartment and bolus button leak. The ez prime steps were performed correctly and the sleep current readings were above specification. The ¿short battery life¿ complaint was duplicated during investigation. The pump¿s cover was removed and there was further moisture corrosion found to the cgm.